Manufacturer narrative:
"Manufacturer's" investigation conclusion. The reported kink in the driveline could not be confirmed through this evaluation as the device remains in use and no photos of the pump cable were submitted. A specific cause for the reported kink could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Review of the submitted log files revealed no notable events or alarms. The system appeared to be operating as intended at the set speed. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Finally, section 8 explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18apr2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2022-15430. It was reported that when the patient presented to the clinic, data would not transmit when hooked up to the power module (pm). It was attempted to connect the patient to an alternate pm with a different patient cable, but data still did not transmit. A heartmate 3 system controller self-test was completed with odd audible alarms, but was was otherwise normal. Per the controller, the last 6 alarms were all low voltage, but the patient denied experiencing low voltage alarms. Upon assessment of the driveline, a kink just above the modular cable connector on the pump side of the driveline was found; there was no other notable external damage. When the kink was manipulated data began transmitting. If the patient moved, the pm system display would go to idle mode and state ¿data not transmitting.¿ the driveline was held so interrogation and log file download could be completed. No notable adverse alarms, with exception of low voltage alarms, were noted on interrogation. The patient denied any other adverse alarms at home. An abdominal x-ray was ordered. A controller exchange was planned.